Event description:
Pt w/alzheimer's dementia admitted w/fractured hip. Unable to swallow and handle secretions. Feeding tube ordered for fluids and meds. 12 fr flexiflo tube inserted thru right nostril per package directives at 1015. Insertion easy, no resistance. Rn unable to aspirate gastric fluid, unable to hear injected air. Tube pulled back, met resistance, and pt reacted as if in pain. Tube removed with steady pull - true knot and a crimp noted, stylet protruding from tubing, 1 inch above weighted bolus. Pt's throat bleeding, clot removed by dr. Estimate 15 seconds without respiration. 1045 vital signs and respiratory rate stable there after. At 1700 on 12/6/97 pt developed increasing respiratory distress, dnr wishes followed, died @ 2055. - medical examiner states cause of death as hemorrhagic oropharynx obstruction related to dobhoff feeding tube guidewire injury to pharynx.